Event description:
It was reported that a pt was having a laparoscopic abdominal hysterectomy. The light cable was laying on the pt's abdomen and was activated accidentally by the surgeon. Pt received a small 2mm burn to the abdomen. Silvadene was applied at the end of the procedure.

Manufacturer narrative:
Device was not returned for eval. It is evident that the user/surgeon took the lightsource off standby and was resting the other end of the cable on the pt's abdomen. When the lightsource is operated at 80% to 100% of its capacity for extended periods of time, a significant amount of light is generated, which in turn can lead to heat at the tip of the scope or cable if the scope is not attached. The user manual provided with the light source, light cables and the scopes has explicit warnings that warn users of the risks of heat and pt burns. We learned in our investigation that the account recognized the fact that the injury was caused by user error. A burn to the face does not indicate a defect or any other problem in the unit or light cable, but a failure to follow the instructions-for-use. It is recommended that the account uses esst cables (electronic scope sensing technology). When the scope is taken off the esst light cable, it relays the signal to the lightsource and sends the lightsource to standby.